Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device's tip would not bow sufficiently or make a cut. The procedure was completed with a second dreamtome sphincterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a dreamtome sphinceterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device's tip would not bow sufficiently or make a cut. The procedure was completed with a second dreamtome sphinceterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the cut wire was found burnt/blackened but intact (not broken). Functionally, the tome was able to bow past 90 degrees which meets the minimum bowing specification. A second functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cut wire which indicates proper connectivity of the device. The resistance across the 2-in-1 connector and the cut wire was measured and meets the cutting resistivity specification. The length and outer diameter of the cutting wire was measured and is within specification. The condition of the returned unit was not consistent with the customer complaint that the device would not bow sufficiently or cut. The device functioned as intended with respect to cutwire functionality. Therefore, the complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.